Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys vitamin d ii assay (vit d ii) results for 6 patient samples tested on a cobas 8000 e 801 module.. Patient 1 initial vit d ii result was >100 ng/ml with a repeat result of 14.3 ng/ml. On (B)(6) 2018 patient 2 initial vit d ii result was >100 ng/ml with a repeat result of 25.6 ng/ml. On (B)(6) 2018 patient 3 initial vit d ii result was >100 ng/ml with a repeat result of 16.6 ng/ml. On (B)(6) 2018 patient 4 initial vit d ii result was >100 ng/ml with a repeat result of 13.5 ng/ml. On (B)(6) 2018 patient 5 initial vit d ii result was >100 ng/ml with a repeat result of 24.1 ng/ml. On (B)(6) 2108 patient 6 initial vit d ii result was >100 ng/ml with a repeat result of 24.4 ng/ml. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number was (B)(4). The samples were managed by a pre-analytical system. Review of calibration and qc results did not show an indication of an issue. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
The provided qc and calibration results do not indicate a reagent issue. The provided alarm trace does not indicate an issue was detected. The customer switched to using serum samples and have updated their centrifugation conditions. They have had no further issues. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Patient 5 testing was performed on (B)(6) 2018. Patient 6 testing was performed on (B)(6) 2108. For all 6 patients, the samples were aliquoted by a roche modular pre-analytical system. The investigation is currently ongoing.